Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -16.0/5.5/082 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to glares/halos and the patient was not satisfied with the best-corrected visual acuity. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn and the haptic torn and bent. Foreign material in the form of fibers were present on the lens surface. Corrected data: (B)(4).